Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicm5_12.1; -9.00 diopter implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The patient experienced low vaulting with rotation. Lens remains implanted. Problem is not resolved. The cause of the event is reported as unknown. It was reported the sureon has not yet decided if they will exchange the lens.

Manufacturer narrative:
No similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Manufacturer narrative:
Additional data: b5- "in (B)(6) 2022 the lens was exchanged for the same model/ longer length lens and the problem was resolved." D6b- explanted date: (B)(6) 2022". Claim# (B)(4).

Manufacturer narrative:
Additional information: d6b.- explant date: (B)(6) 2022. B5- on (B)(6) 2022 the lens was exchanged for the same model/ longer length lens and the problem was resolved. Claim# (B)(4).